Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm, power loss alarm or failed battery test alarm noted during testing or in the pump trace download. Unit was received with scratched case and missing display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 47 mg/dl at the time of incident. Customer¿s current blood glucose level was 232 mg/dl. Customer had to give herself a manual injection. Customer was scared and took glucose and had bread and brought it up. Customer was hospitalized all night to pump sugar water in her. Advise the pump will need to be replaced. Advise to discontinue use and revert to back up plan and treat per hcp instructions. The insulin pump will be returned for analysis.